Event description:
It was reported that the plate bent requiring a revision surgery to correct.

Manufacturer narrative:
It was concluded that the locking plate fractured by metal fatigue cracking. The crack propagated by further metal fatigue leading to an eventual fracture of the plate. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (I) poor bone quality, (ii) excessive patient activity levels prior to full bone union, and (iii) chronic non-union or mal-union of the bone fracture. No materials or manufacturing flaws were found in this investigation.